Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there were no known circumstances that led to the sudden return of symptoms. Patient was taking cholestyramine and immodium plus citrucel. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the sudden return of symptoms was still to be determined and was possibly a gastro-intestinal bug. Labs were pending as patient was yet to be seen in the office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor it was reported that patient had a sudden return of symptoms, that they had full depends at least 4 times over the weekend. Ins was checked and it off, turned back on at 1.7 and patient increased to 2.0 and patient was able to feel stimulation. No further complications were noted or anticipated.